Manufacturer narrative:
(B)(4).

Event description:
On 07aug2018 a patient (pt) called to report redness, pain, and an ¿ulcer¿ (affected eye not provided) after the eye care provider (ecp) recently switched the pt to acuvue oasys brand contact lenses. The date of event was reported as (B)(6) 2018. No additional information was provided. Multiple calls were placed to the pt for additional medical and product information, but nothing additional has been received. The lot number is unknown. It is unknown if the suspect lens is available for return for evaluation. This event is being reported as a worst-case event as we were unable to verify the diagnosis and treatment provided. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.